Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment threads were stripped, and the yellow o-ring was visible with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11-apr-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked and returned battery cap had stripped threads. The battery cap was not able to fit securely to maintain an electrical connection. A test battery cap was able to secure and power on the pump. The pump was exercised for 12 hours with no power interruptions or power loss occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.